Event description:
Customer complaint - limited data available customer complained that the device's cord malfunctioned and burned.

Event description:
Customer complaint - limited data available. Stated heating pad cord burnt. Threw device away before receiving recall information.